Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: postprocedure. It was reported that post an uneventful left internal carotid artery stenting procedure, the pt experienced several strokes. The first stroke occurred right after the procedure. Upon transfer to the post anesthesia care unit, the pt became lethargic with decreased responsiveness. It was noted that as the blood pressure increased, the pt's condition improved, so the systolic blood pressure was ordered to be kept in the range of 180-220. IV heparin was continued. An act showed that the pt was well anticoagulated. Later that day, the pt had a second stroke with right upper and lower extremity weakness as well as facial droop and decreased ability to communicate. The pt was taken back to the operating room for a cerebral angiogram as well as a thrombolyitc infusion of tnk. Stat CT and an MRI were negative as were follow-up CT scans. Reportedly, the symptoms are suspect of a stroke in the left middle cerebral artery. Six days post procedure, with improving status, the pt was discharged to a rehabilitation facility. Although requested, there is no additional info available. Study event.